Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report: 3005168196-2019-01419. Results: the device housing was opened and found that the two wires from the power switch had damaged insulation. Conclusions: evaluation of the returned pump max confirmed a short circuit. During the functional testing, an electrical short circuit occurred when the pump max was turned on. Subsequently, all of the fuses of the pump max and the power supply became damaged. During functional testing, the pump housing was opened and found that the two wires from the power switch had damaged insulation. The damage power cords were determined to be the cause of the short circuit and the reported complaint. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 220v (pump max). During the procedure, while connecting the pump to the power circuit, a short circuit occurred causing the power in the catheterization laboratory to shut off. The procedure was completed using manual aspiration with a syringe to remove the clot from the mca. There was no report of an adverse effect to the patient.